Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after the issue was addressed, and the customer was advised by technical support to follow up if the battery charging issue occurred again.